Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "palpable lump, I have recently been diagnosed with thyroid issues and my blood work is off and rupture" diagnosed via MRI. This record is for the right side. Device remains implanted.

Event description:
Patient reported "palpable lump, I have recently been diagnosed with thyroid issues and my blood work is off and rupture" diagnosed via MRI. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, crease and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Device has been explanted.